Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenger system was cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported elevated co2 readings in the patient circuit. There was no report of patient involvement.